Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for routine follow-up. Upon interrogation, the implantable cardiac monitor exhibited false pauses due to under-sensing. The patient was asymptomatic from the event. Programming changes were made. The patient was stable before, during and after the changes.